Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that approximately two weeks post implant, this right ventricular lead required repositioning. During surgical intervention to complete the revision, the helix rotational mechanism failed to function as intended and resulted in product removal. The lead was explanted and replaced in absence of any adverse effects and is expected to be returned for analysis.